Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 16 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in two locations in the mid-section of the stent lifted from their crimped positions. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.